Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, post-thrombotic syndrome, failed removal of filter due to embedment, migration, and several fractured struts, outside of the ivc, one strut embolized into the left pulmonary circulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Post thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a dvt. Without procedural films for review, the reported filter fracture and migration could not be confirmed, and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, post-thrombotic syndrome, failed removal of filter due to embedment, migration, and several fractured struts, outside of the ivc, one strut embolized into the left pulmonary circulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
(If explanted, give date) additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously reported events the patient also experienced stenosis related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b1, b4, b5, d1, d4, d10, g2, g3, g6, h1, h2, h4 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. As reported a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), post-thrombotic syndrome, failed removal of filter due to embedment, migration, and several fractured struts outside of the ivc, one strut embolized into the left pulmonary circulation. The patient reported becoming aware of filter fracture, migration of filter and fractured struts, embedded (fractured struts in lung and ivc), blood clots, clotting and/or occlusion and device unable to be retrieved approximately fourteen years post implant. At that time the patient had undergone an unsuccessful percutaneous removal attempt and then a second successful retrieval one month later. According to the medical records the indication for the filter implant was recurrent pulmonary embolism (pe) despite therapeutic anticoagulation. The patient had developed a dvt to the right leg following a knee injury and had since experienced recurrent pe. The filter was placed via the left femoral and deployed below the level of the renal veins and above the iliac bifurcation. The patient has also reported if they sit too long, they get pain in the lower abdomen. The patient reported that they would have to have surgery to remove the pieces of the filter left in the lung and being put under anesthesia would cause them to have panic attacks as they suffer from ptsd. The patient has subsequently reported stenosis related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells, the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Blood clots, clotting, ivc occlusion, stenosis, and thrombosis within the filter do not represent a device malfunction. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The timing and mechanism of the filter fracture and migration is unknown at this time. Abdominal pain does not represent a device malfunction and may be related to underlying patient specific issues and/or patient pre-existing conditions. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: age at the time of event, date of birth, event date: (B)(6) 2011, event description, relevant history race and medical history, brand name, model, catalog, lot number, and expiration date. Concomitant medical products and therapy dates (exclude treatment of event): unknown 5-french sheath, unknown delivery 6-sheath, unknown 5 french pigtail catheter, date received by the manufacturer and PMA/510(k) number, manufacturing date). The exact event date is unknown. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, post-thrombotic syndrome, failed removal of filter due to embedment, migration, and several fractured struts, outside of the inferior vena cava (ivc), one strut embolized into the left pulmonary circulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, the ivc filter was deployed such that its distal aspect is in the left common iliac vein and its mid and superior aspects are in the distal ivc. The patient¿s medical history includes recurrent pulmonary embolus, deep venous thrombosis, and ptsd. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion of the ivc, migration of entire filter other than to heart. Approximately, 14 years and 1-month post implantation, an unsuccessful attempt to remove filter occurred. One month later a second attempt was made, and the filter was removed percutaneously. Patient reported if they sit too long, they get pain in their lower abdomen. The patient reported that per their doctor, they would have to have surgery to remove the pieces of the filter left in their lung which would be extremely painful and dangerous and being put under anesthesia would cause them to have panic attacks as they suffer from ptsd.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The patient¿s medical history includes recurrent pulmonary embolus, deep venous thrombosis, and ptsd. Per the medical records, the ivc filter was deployed such that its distal aspect is in the left common iliac vein and its mid and superior aspects are in the distal ivc. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, post-thrombotic syndrome, failed removal of filter due to embedment, migration, and several fractured struts, outside of the ivc, one strut embolized into the left pulmonary circulation. Per the patient profile from (ppf), the patient reported blood clots, clotting, and/or occlusion of the ivc, migration of entire filter other than to heart. Approximately, 14 years and 1-month post implantation, an unsuccessful attempt to remove filter occurred. One month later, a second attempt was made, and the filter was successfully removed percutaneously. Patient reported if they sit too long, they get pain in their lower abdomen. The patient reported that per their doctor, they would have to have surgery to remove the pieces of the filter left in their lung which would be extremely painful and dangerous and being put under anesthesia would cause them to have panic attacks as they suffer from ptsd. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Abdominal pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).